Event description:
It was reported that the customer was hospitalized due to high blood glucose, and the insulin pump buttons were unresponsive. It was stated that alarm history shows battery errors, and the battery cap was damaged as well the battery compartment. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned pages.